Event description:
The customer called stating that when customer opens the meter the last 8 is showing as a backwards 7. During the troubleshooting process it was found that four segments were missing from the tens position in the display. A request was made to return the meter for evaluation. In the meantime a replacement unit has been provided. The customer called back in 03/03 that now the meter no longer has missing segments and would like to know what to do. Customer was instructed to keep the new replacement meter and send the old meter back to co for evaluation. Customer has been invited to contact co's 24/7 customer service line should any problems or questions arise.